Event description:
Event [preferred term] (related symptoms if any separated by commas). Hypoglycemia [hypoglycaemia], the injected insulin varies as sometimes the insulin injected as 3 drops and other injected as 1 drop only [device delivery system issue], the piston rod did not move (stuck inside the mechanical parts) [device mechanical issue], not injecting whole adjusted dose, so she took 0.25u not 0.5 whole unit [incorrect dose administered by device], withdrawing insulin with syringe from penfill [wrong technique in product usage process], remove the needle from patient body after 3 seconds (not injecting whole adjusted dose), dialling clicks to estimate the dose of the product [wrong technique in product usage process], reporter leave the needle attached to the pen in between injections [product storage error], to calibrate 0.5u dose, reporter uses syringe with novorapid penfill to withdraw insulin (2u) and dilutes it with 6u saline, then discards 6u so the remain 2u will contains 0.5u dose, by confirmation reporter did that as per hcp's recommendation [off label use], suffering from hyperglycemia [hyperglycaemia]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hypoglycemia(hypoglycemia)" beginning on (B)(6) 2024, "the injected insulin varies as sometimes the insulin injected as 3 drops and other injected as 1 drop only(inaccurate delivery by device)" with an unspecified onset date, "the piston rod did not move (stuck inside the mechanical parts)(device mechanical jam)" with an unspecified onset date, "not injecting whole adjusted dose, so she took 0.25u not 0.5 whole unit(incorrect dose administered by device)" with an unspecified onset date, "withdrawing insulin with syringe from penfill(inappropriate drug extraction with syringe)" with an unspecified onset date, "remove the needle from patient body after 3 seconds (not injecting whole adjusted dose),dialling clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date, "reporter leave the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "to calibrate 0.5u dose, reporter uses syringe with novorapid penfill to withdraw insulin (2u) and dilutes it with 6u saline, then discards 6u so the remain 2u will contains 0.5u dose ,by confirmation reporter did that as per hcp's recommendation(off label use)" with an unspecified onset date, "suffering from hyperglycemia(hyperglycemia)" beginning on (B)(6) 2024 and concerned a 30 months old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) (additional dosage regimens, regimen #2: withdraw insulin (2iu) and pr7va95 05/--/2026 dilutes it with 6iu saline, then he discards 6iu so the remain 2iu will contains 0.5iu dose, subcutaneous and regimen #3: 0.25 iu, subcutaneous pr7va95 05/--/2026 ) from unknown start date for "type 1 diabetes mellitus", patient's height: 84 cm patient's weight: 10.6 kg patient's bmi: 15.02267570. Dosage regimens: novopen echo: novorapid penfill: current condition: type 1 diabetes mellitus (??-(B)(6) 2024) procedure: hospitalized. Concomitant products included - vidrop(colecalciferol), elbavit (ascorbic acid, biotin, calcium gluconate, calcium lactophosphate, calcium pantothenate, colecalciferol, cyanocobalamin, dexpanthenol, ferrous sulfate, nicotinamide, potassium iodide, pyridoxine hydrochloride, retinol palmitate, riboflavin phosphate, thiamine hydrochloride, tocopheryl acetate) ongoing. Reporter said that patient had been suffering from hyperglycemia and hypoglycemia from (B)(6) 2024, since diagnosed diabetic (type 1 diabetic) (not yet recovered). Reporter said that the patient suffered hyperglycemia due to novopen echo issues, as some-times patient bgl was not decreased even after taking the dose while other times it decreases normally. Reporter mentioned that the last hyperglycemia was last week was due to novopen echo issue as the insulin could not be injected. The amount of the injected insulin varies as sometimes the insu-lin injected as 3 drops and other injected as 1 drop only. Reporter stated that the patient last hba1c (glycosylated haemoglobin) was 8.4 %, blood glucose (blood glucose) before eating (first hour) was 280 - 300 mg/dl. Patient blood glucose (blood glucose) decreased to 100 mg/dl and then to 50 mg/dl after taking the insulin dose. Patient blood glucose sometimes reached to low < 20 mg/dl reporter mentioned that the patient suffers from hypoglycemia for 5-10 times per day to calibrate 0.5u dose, reporter uses syringe with novorapid penfill to withdraw insulin (2u) and dilutes it with 6u saline (diluting it with saline till 8u), then discards 6u so the remain 2u will con-tains 0.5u dose, by confirmation reporter did that as per hcp recommendation, reporter started diluting insulin from yesterday, when blood glucose (blood glucose) reached 300 mg/dl when reporter needs to decrease daughter bgl small degree, adjusts the dose counter of the pen to 0.5u and remove the needle from patient body after 3 seconds (not injecting whole ad-justed dose), so took 0.25u not 0.5 whole unit. It was reported that the patient used an already used needle and only changed the needle at the beginning of the day and the patient used it during the whole day ( 3 injections / day ) (needle was not specified). It was also reported that the needle was left attached to the pen in between injections. There was no change in force needed to inject . Patient was not using cloudy insulin. Th product was administered by dialling clicks to estimate the dose of the product.. There was no recent change in diet or exercise level. The needle was attached to the pen in a 180 degree angle (straight on). -reporter mentioned that the penfill was kept in the fridge, took out 15-20 minutes before the dose, then add it to the pen , injected the patient and returned the pen back to the fridge after taking the dose. No recent change from another novopen to the current novopen was reported. No leakage of insulin was reported. No error message appeared on the display screen of the pen . On an unknown date ,pen training was offered reporter was asked to remove the attached penfill and needle, adjusting the dose counter to 30u and press the dose button. The piston rod did not move (stuck inside the mechanical parts). He was asked to pull the piston rod outside the me-chanical parts manually. He was asked to adjust the dose counter again to 30u and press the dose button. The piston rod moved normally, and the dose counter returned back to zero. Reporter measures patient bgl every half an hour and reported that patient weight did not in-crease for the last 8 months. Reporter asked if there were any concomitants patient can take to adjust hypoglycemia. Reporter informed that should return to patient hcp and follow on his/her instructions. Batch numbers: novopen echo: mvg7g04 novorapid penfill: pr7va95, pr7va95, pr7va95 . Action taken to novorapid penfill was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was not recovered. The outcome for the event "the injected insulin varies as sometimes the insulin injected as 3 drops and other injected as 1 drop only(inaccurate delivery by device)" was not reported. The outcome for the event "the piston rod did not move (stuck inside the mechanical parts)(device mechanical jam)" was not reported. The outcome for the event "not injecting whole adjusted dose, so she took 0.25u not 0.5 whole unit(incorrect dose administered by device)" was not reported. The outcome for the event "withdrawing insulin with syringe from penfill(inappropriate drug extraction with syringe)" was not reported. The outcome for the event "remove the needle from patient body after 3 seconds (not injecting whole adjusted dose),dialling clicks to estimate the dose of the product(wrong technique in product usage process)" was not reported. The outcome for the event "reporter leave the needle attached to the pen in between injections(device stored with needle attached)" was not reported. The outcome for the event "to calibrate 0.5u dose, reporter uses syringe with novorapid penfill to withdraw insulin (2u) and dilutes it with 6u saline, then discards 6u so the remain 2u will contains 0.5u dose ,by confirmation reporter did that as per hcp's recommendation(off label use)" was not reported. The outcome for the event "suffering from hyperglycemia(hyperglycemia)" was not recovered. Reporter's causality (novopen echo) - hypoglycemia(hypoglycemia) : probable the injected insulin varies as sometimes the insulin injected as 3 drops and other injected as 1 drop only(inaccurate delivery by device) : unknown the piston rod did not move (stuck inside the mechanical parts)(device mechanical jam) : unknown not injecting whole adjusted dose, so she took 0.25u not 0.5 whole unit(incorrect dose administered by device) : unknown withdrawing insulin with syringe from penfill(inappropriate drug extraction with syringe) : unknown remove the needle from patient body after 3 seconds (not injecting whole adjusted dose),dialling clicks to estimate the dose of the product(wrong technique in product usage process) : unknown reporter leave the needle attached to the pen in between injections(device stored with needle attached) : unknown to calibrate 0.5u dose, reporter uses syringe with novorapid penfill to withdraw insulin (2u) and dilutes it with 6u saline, then discards 6u so the remain 2u will contains 0.5u dose ,by confirmation reporter did that as per hcp's recommendation(off label use) : unknown suffering from hyperglycemia(hyperglycemia) : probable . Company's causality (novopen echo) - hypoglycemia(hypoglycemia) : possible the injected insulin varies as sometimes the insulin injected as 3 drops and other injected as 1 drop only(inaccurate delivery by device) : possible the piston rod did not move (stuck inside the mechanical parts)(device mechanical jam) : possible not injecting whole adjusted dose, so she took 0.25u not 0.5 whole unit(incorrect dose administered by device) : possible withdrawing insulin with syringe from penfill(inappropriate drug extraction with syringe) : possible remove the needle from patient body after 3 seconds (not injecting whole adjusted dose),dialling clicks to estimate the dose of the product(wrong technique in product usage process) : possible reporter leave the needle attached to the pen in between injections(device stored with needle attached) : possible to calibrate 0.5u dose, reporter uses syringe with novorapid penfill to withdraw insulin (2u) and dilutes it with 6u saline, then discards 6u so the remain 2u will contains 0.5u dose ,by confirmation reporter did that as per hcp's recommendation(off label use) : possible suffering from hyperglycemia(hyperglycemia) : possible. Reporter's causality (novorapid penfill) - hypoglycemia(hypoglycemia) : unlikely the injected insulin varies as sometimes the insulin injected as 3 drops and other injected as 1 drop only(inaccurate delivery by device) : unknown the piston rod did not move (stuck inside the mechanical parts)(device mechanical jam) : unknown not injecting whole adjusted dose, so she took 0.25u not 0.5 whole unit(incorrect dose administered by device) : unknown withdrawing insulin with syringe from penfill(inappropriate drug extraction with syringe) : unknown remove the needle from patient body after 3 seconds (not injecting whole adjusted dose),dialling clicks to estimate the dose of the product(wrong technique in product usage process) : unknown reporter leave the needle attached to the pen in between injections(device stored with needle attached) : unknown to calibrate 0.5u dose, reporter uses syringe with novorapid penfill to withdraw insulin (2u) and dilutes it with 6u saline, then discards 6u so the remain 2u will contains 0.5u dose ,by confirmation reporter did that as per hcp's recommendation(off label use) : unknown suffering from hyperglycemia(hyperglycemia) : unlikely. Company's causality (novorapid penfill) - hypoglycemia(hypoglycemia) : possible the injected insulin varies as sometimes the insulin injected as 3 drops and other injected as 1 drop only(inaccurate delivery by device) : possible the piston rod did not move (stuck inside the mechanical parts)(device mechanical jam) : possible not injecting whole adjusted dose, so she took 0.25u not 0.5 whole unit(incorrect dose administered by device) : possible withdrawing insulin with syringe from penfill(inappropriate drug extraction with syringe) : possible remove the needle from patient body after 3 seconds (not injecting whole adjusted dose),dialling clicks to estimate the dose of the product(wrong technique in product usage process) : possible reporter leave the needle attached to the pen in between injections(device stored with needle attached) : possible to calibrate 0.5u dose, reporter uses syringe with novorapid penfill to withdraw insulin (2u) and dilutes it with 6u saline, then discards 6u so the remain 2u will contains 0.5u dose ,by confirmation reporter did that as per hcp's recommendation(off label use) : possible suffering from hyperglycemia(hyperglycemia) : possible . References included: reference type: e2b company number, reference ID#: (B)(4). Reference notes: reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient. Reference notes: same patient reporter comment: concomitant medication: hydroferrin (not specified- noncodable).

Event description:
Case description: investigational results: novopen echo, batch number: mvg7g04 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Novorapid penfill 3 ml 100iu/ml, batch number: pr7va95 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Since last submission case was updated with the following information (not yet submitted) -investigational results updated -is non-reportable and malfunction changed to "no" -final reported ticked and expected fu date was removed in EU/ca tab -imdrf codes updated -narrative updated accordingly. Final manufacturer comment: 02-sep-2025: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Product handling error such as wrong technique in product usage process, product storage error and inappropriate drug extraction with syringe are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary novopen echo, batch number: mvg7g04 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.